Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: thoracic vertebral fracture type of procedure or technique used: open posterior thoracic stabilization levels implanted: t5 it was reported that intra-op, in final tightening the screw broke. The screw was removed and replaced with new one. No patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis: the screw head has broken at the reducer locating tab, ~the bottom thread. There is damage to the crest of the threads indicating that the set screw was misaligned in the screw head. Microscopic examination of the fracture indicates that the screw head had pressure placed from the inside. The above observations are consistent with the set screw being cross threaded and placing outward force on the "u" channel. If information is provided in the future, a supplemental report will be issued.